Event description:
The device was being used due to a pneumothorax. Te catheter was placed in anterior axe. During removal, there was bleeding of the right artery requiring an additional surgical procedure and blood transfusion. This event occurred two days after catheter introduction in the pleural cavity. Patient is in good health at this time.

Manufacturer narrative:
No product was returned to assist in our investigation. Although we cannot determine with certainty the root cause for the difficulty experienced, based on the limited amount of information provided by the customer, it appears that this event was procedurally related. We can assure this product is inspected 100%, prior to further processing. In addition, it is provided with an instruction for use, which contains the information: the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. The wireguide should always advance without impedance to avoid perforation of any surrounding structures. The wireguide should always extend beyond the catheter tip to avoid perforation of any surrounding structures. The procedure may require two-dimensional echocardiographic guidance or fluoroscopic control to closely monitor the heart during placement into the pericardial space. We will continue to monitor this device.